Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent delivery wire (sdw) was returned protruding from the introducer sheath. The tip of the introducer sheath was damaged. The stent was advanced from the sheath with procedural fluid on the device and the sdw noted to be deformed. The proximal bumper coil was detached from the sdw. The device dimensions were within specifications. No other anomalies were noted. During functional test, resistance was experienced as the stent was advanced out of the introducer sheath. After deployment of stent, the sdw was further damaged during removal from the sheath. Based on the information provided and investigation results, the damage to the introducer sheath possibly occurred during use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent delivery wire was broken. No consequences to the patient were reported.